Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but found no instrument hardware issues. The fse and customer concluded that the issue was potentially related to the calibrator, as the results after recalibration of the system with fresh calibrators were acceptable. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium results for three patient samples. The results were not reported out of the laboratory. The issue was noticed when qc (quality control) results recovered low. The system was recalibrated and the samples were rerun, the results of which were then reported. There was no death, injury or change to patient treatment attributed to or associated with this complaint.